Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected, which was very likely caused by the reported trauma which possibly weakened the fixation of the active electrode. To determine an exact root cause a device investigation of the explanted device is necessary. A date for re-implantation has not been scheduled yet.

Event description:
The patient's in situ measurements were reportedly abnormal for the past 6 months and so the patient was being monitored. The first high channel appeared in (B)(6) 2015. Overtime these have increased and by (B)(6) 2016, measurements showed all channels with high impedance. A trauma was reported by the parents. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's in situ measurements were reportedly abnormal for the past 6 months and so the patient was being monitored. Re-implantation is considered.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition the reported trauma might have weakened the fixation of the active electrode. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient's in situ measurements were reportedly abnormal for the past 6 months and so the patient was being monitored. A known trauma was reported by the parents. Patient was re-implanted.